Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping the adc device, the battery was draining quickly. The customer reported that due to this, on the afternoon of (B)(6) 2022, customer experienced loss of consciousness twice, then had contact with healthcare provider. The customer reported being diagnosed with hyperglycemia and received medication for vomiting, but did not report of diabetes-related treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable no issues were observed. Reader was sufficiently charged.. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Power consumption test performed and was within specifications. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping the adc device, the battery was draining quickly. The customer reported that due to this, on the afternoon of 25 mar 2022, customer experienced loss of consciousness twice, then had contact with healthcare provider. The customer reported being diagnosed with hyperglycemia and received medication for vomiting, but did not report of diabetes-related treatment. There was no report of death or permanent injury associated with this event.